Event description:
It was reported that during a da vinci si pulmonary lobectomy procedure, the tip on the permanent cautery spatula (pcs)instrument broke off and fell into the patient while advancing the pcs instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found that the instrument was returned with the spatula broken off along with the spatula fragment. Engineering concluded that damage to the instrument was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.